Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 400 mg/dl, and the caller was advised to replace infusion supplies to ensure proper system function; the infusion set in use was a contact detach steel set and the cause was unclear. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education. Investigation included user guidance to change infusion components and verify system operation. Investigation of this case revealed no confirmed device malfunction, and the event was categorized as high glucose with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.